Event description:
Event was reported to caldera medical by an attorney. The patient has suffered reconstruction surgeries, pelvic pain, incontinence, shooting pain in vaginal area, infections, and spotting. No further information has been provided.